Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The patient noticed an increase in incontinence over a period of several months. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. A hole was observed in the explanted balloon. The procedure was successfully completed without any patient complications. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.